Manufacturer narrative:
Device en route to bsn.

Event description:
A report was received that the patient was experiencing stimulation in a non-target area. It was determined that the lead extension had high impedances. The patient underwent a procedure and the physician replaced the lead extension. The patient was reportedly doing well post-operatively.

Manufacturer narrative:
It is indicated that the lead extension will not be returned. As the device involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However, a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint. Device will not be returned.

Event description:
A report was received that the patient was experiencing stimulation in a non-target area. It was determined that the lead extension had high impedances. The patient underwent a procedure and the physician replaced the lead extension. The patient was reportedly doing well post-operatively.